Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the inability to remove the lock line. It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. An ntw clip was inserted and placed on the mitral valve. While attempting to deploy the clip, the lock line (ll) was pulled but became stuck. It was noted this occurred after removing one third of the ll. The physician pulled the ll with more force and a little more was able to be removed, but then became completed stuck. Therefore, the clip was opened and removed. Two clips were then implanted, reducing mr to a grade of 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information and without the device to analyze, a cause of the reported mechanical jam (lock line ¿ inability) could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.